Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 5313897 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Event description:
It was reported that the expiration date was missing on shelf pack with a bd veo¿ insulin syringes with bd ultra-fine¿ needle.   The following information was provided by the initial reporter: it was reported by the pharmacist the expiration date was missing from the box.